Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall adapter; causing the battery gauge to fluctuate. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. The customer continued using the pump for insulin therapy. The customer's blood glucose level ranged was approximately 119 mg/dl.